Event description:
It is reported that the instrument broke in the pt's shoulder.

Manufacturer narrative:
Eval summary: the breakage may have been caused due to application of high bending forces during its use. The exact cause cannot be determined with certainty. As returned, the instrument has fractured at the first relief area on either side. The instrument had a potential field age of approximately 15 months at the time of failure. The device was found to meet print spec where measured and the device history records were found to be conforming. As reported, the fractured component was thrown in the sharp bin during surgery.